Event description:
It was reported that the pump was alarming to check cassette. The patient was assisted to power off and power on the pump. Infusion was restarted. The reservoir volume emptied in 48 hours 15 minutes. No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.